Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed backup operation on the pacemaker. Programming changes were performed to resolve the issue. There were no patient consequences.